Event description:
(B)(4). I began feeling pains in my fallopian tubes immediately following the procedure to insert them. I have minor bleeding as well. The obgyn mentioned it would take a couple months for the essure to form into place. Discomfort would subside. It didn't. Life went on and I started getting fatigued easily, pain became more frequent during exercise. I gained weight. Now, 2 years later, I am in constant chronic pain. My new obgyn performed 2 ultrasounds due to a 4mm ovarian cyst. My bloodwork and hormones appears normal. Hot flashes are due to pain on both my left and right sides of the abdomen. Sex is painful. Xray shows my right tube is vertical. A laparoscopy reveals migration of essure coil from my right tube adhering it to my bowel. A hysterectomy and bilateral splenectomy will be performed to remove coils and all fragments from pet fibers. I am allergic to nickel as I cannot wear jewelry at this point. I am swollen all over. My bowels move at least 3 times a day now and it is painful to go. I'm worried how the doctor will remove the essure from my bowel. Every day chores are difficult to complete. I am in pain going to the grocery store, lifting laundry or even cleaning my home.